Event description:
It was reported that the procedure was being performed on a (B)(6) in the adult intensive care unit. The catheter was being placed into the patient's subclavian. During insertion, they experienced an issue when threading the wire through the introducer needle. When the wire was removed it was found to be "elongated." As a result, the device was exchanged for another introducer. There was no delay in treatment and no patient death or complications reported. The patient outcome is satisfactory.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.